Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets had the patient line "blue cap" loose and easily fell off. This was observed during setup of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.